Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized for hypoglycemia. The following is based on medical records received from the patient's clinic: the patient was hospitalized on (B)(6) 2014 for hypoglycemia and ams after being found unresponsive by family members. His symptoms improved once hypoglycemia was resolved and was seen by multiple teams in the hospital.